Manufacturer narrative:
(B)(4). The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the device was deployed and hemostasis was not achieved. Hemostasis was achieved by manual pressure. Additional information was received on 9/7/2018: a diagnostic procedure was performed. The physician decided to use an angio-seal device for his method of closure. A pre-deployment angiogram was performed. The sheath size was a 5fr for the peripheral runoff- diagnostic procedure. The patient condition was reported to be stable. The procedure outcome was successful.